Event description:
Complainant alleged that after delivering two shocks to a pt, the device's display blanked out after medics selected monitor mode operations. The medics cycled power and changed batteries but the display remained blank. All other functions appeared to function normally. At some point, the device was powered off and back on ten or fifteen minutes later and the display was functioning. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.